Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has gone up in the 400's mg/dl. Customer stated that the pump was fine and she declined troubleshooting the pump. Customer stated that the cannula was bent and her current blood glucose is 486 mg/dl. Customer has symptoms of high blood glucose such as nausea. Customer was told by her doctor to inject 8 units of insulin. Customer went to the emergency room on (B)(6) 2016. Customer stated that her blood glucose was in the 500's mg/dl. Customer stated that she felt she was going to faint and go into a coma, so she decided to go home. Customer's daughter gave her injections and electrolytes since they would not help her at the hospital. Customer was wearing the pump at the time of the emergency room visit. Customer stated that she just changed the infusion set and it is working fine right now.